Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent primary breast augmentation with two 380cc mentor smooth round high profile saline breast prostheses, experienced the following: ripples on both breasts, smaller right side than the left side, sagging that the patient has to wear a tight bra, uncomfortable, and feeling that the implants move. Patient added that when they went back to their implanting healthcare professional, the healthcare professional did not treat her properly and was hurting her. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. The same serial numbers were provided for both the left and right device; follow- up is in progress, so if clarifying information becomes available, a supplemental report will be submitted. This medwatch form is for the right breast prosthesis.